Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pt was hospitalized one day following pump replacement surgery; it was believed there could be an issue with the catheter. A dye study was planned. Add'l info rec'd on (B)(6) 2011 reported that the pt experienced withdrawal symptoms. A roller study was performed and was normal. There was nothing abnormal in the pump logs. A dye study was also performed, the catheter appeared intact. There was "drug coming out of catheter". There were no volume discrepancies. The pump contained fentanyl, dilaudid and marcaine. Add'l info has been requested, but was not available as of the date of this report.